Event description:
It was reported that far-field r-wave oversensing was observed on the atrial lead. The atrial lead was explanted and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
The reported event of far field r-wave oversensing was not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found after dissecting the lead and removing the outer insulation and outer coil to examine the condition of the inner insulation.